Event description:
It was reported that the left ventricular (lv) lead had a slow steady rise in pacing impedance over several weeks and is now high. It was also noted there was a slight rise in pacing threshold as well. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.